Event description:
Following a diagnostic procedure, an angio-seal device was placed. Later (length of time unk), the pt developed a cool right lower extremity and minimal bleeding within the subcutaneous tissue of the right groin. The pt was found to have a pulsatile mass in the right groin which was confirmed by duplex ultrasound to be a pseudoaneurysm. The ultrasound also identified a thread within the popliteal artery that was suspicious of the material embedded in the subcutanous tissue at the time of angio-seal placement. The pt was found to have decreased perfusion beyond this area and was known to have palpable right pedal pulses prior to the transfemoral intervention. A right popliteal embolus secondary to foreign body migration was therefore suspected. The pseudoaneurysm also required repair to avoid further bleeding. Surgery was performed; the pseudoaneurysm had surrounding subcutaneous thrombus. Two posterior common femoral arterial punctures were well sealed; the anterior puncture, however, did bleed and led to the formation of the pseudoaneurysm. The superficial femoral artery was patent; the foreign body (angio-seal) was retrieved by fogarty catheter and consisted of the suture, collagen, and anchor. Following this procedure the pedal pulses were restored. The pt was later discharged home without further problems.